Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump powered up properly after battery installation. Insulin pump passed displacement test properly. Reviewed pump alarm history within the time frame of the complain call and no relevant alarms noted. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic stack. Per vision inspection it was determine that the ingress of water causing corrosion of the electronic stack, motor assembly and keypad connector. Insulin pump also received with cracked case(battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage. Customer stated that there was fluid in the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.